Event description:
While servicing the ventilator, the manufacturer's service technician reported testing of the nurse call remote alarm failed. Failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician replaced the main board remote alarm cable to addres the finding. Performance verification testing was completed and the unit passed tests to operating specifications.